Manufacturer narrative:
UDI - not available due to the lot number being unknown. The involved device was not returned to the manufacturing facility for evaluation and the lot number is unknown. Therefore, the investigation was based upon the evaluation of the user facility information. All cannula lots are subjected to incoming inspection prior to use at needle assembly. Only cannula lots that passed manufacturing requirements are supplied to production. Sg3 needle hubs undergo inspection prior to release and issuance to production. Luer taper test is performed through functional evaluation. Visual inspections are performed on the needle. During needle assembly, cannula defects that would lead to a broken cannula are being checked. 100% inspection is performed for bent cannula and there is an automated inspection that automatically detects and rejects defects such as tilted cannula, broken cannula and damaged cannula tip. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. Prior to shipment, qc conducts outgoing visual inspection to check visual defects that affect product function. Functional performance of the product is also confirmed. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. The sg3 product is compliant to iso 594-1 and iso 594-2 hence compatible for connection for any standard luer slip and luer lock syringes. Thus, the needle hub can be connected and disconnected to any standard syringe without difficulty. Sg3 needles are compliant to iso 9626 for stiffness and resistance to breakage. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. Device is not available.

Event description:
The user facility reported detachment with the involved sg3 device. Follow up communication with the user facility reported: the needle came detached from hub after drawing up medication; nurse could not unscrew the hub from syringe to replace it with another needle; and she threw everything away and started over. Additional information on may 22, 2017. It was reported that the nurse was using the sg3-1825 to draw up medication, and she was going to then change the needle to a smaller gauge to inject. The needle came off at the hub and she was not able to unscrew the hub from the syringe, the nurse did not know why the hub would not unscrew, it was just stuck. She had to throw everything out and start over. The event occurred pretreatment and no follow up care to the patient was required, the nurse was not stuck. The nurse said that the hub of the needle was stuck on the syringe and she could not remove it to replace it with another needle. The entire needle steel broke off prior to use. She did not attempt to active the safety device.